Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) unknown inlets were loose when connecting to the valve sets. The loose connection has led to detachment and a leak on some occasions. This was identified during setup and preparation. There was no patient involvement. No additional information is available.